Manufacturer narrative:
Tech service spoke with biomed who stated the generator console would give a runtime error when selecting the warm up tab and the console would shut itself off inadvertently. Tech service suggested first re-seating the flash card in the console and if that didn't resolve the issue, replace the flash card and check the fans. Biomed called back saying the fans were functioning properly but they were still was having the same console issue. Biomed asked for a field service engineer (fse) to visit site to confirm the issue and replace the generator console. Fse did this and completed unit check out per service checklist qssrwi4.1 and returned the unit to the customer for service.

Event description:
Customer reports that during an unknown procedure, the system generator console failed and shut off with an error 34. Staff moved the patient to another room where the procedure was completed without incident. No reported injury.